Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high frequency noise was noted when it comes to this implantable cardioverter defibrillator (ICD). The noise had little amplitude and was seen on the ventricular electrocardiogram. When the apnea scan sensor was switched off the noise disappeared. Electrical parameters were within range. No adverse patient effects were reported.